Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for patient via phone call for high blood glucose. The patient¿s blood glucose level was in 456 mg/dl and 0.8 mmol blood ketones at the time of the incident. Customer reported that event was moderate in nature and the subject recovered without sequela. Customer reported that blood glucose been running in the 200s mg/dl or higher that day since 11:00am, changed infusion set at 23:00, blood glucose was 566 mg/dl at 23:00 and ketones was 0.8mmol. Customer reported that correction bolus given with new infusion set via pump at 00:00 on (B)(6) 2017. Customer reported that blood glucose gradually came down to 74 mg/dl at 08:00 on (B)(6) 2017. Action taken was bolus and changed infusion set. The insulin pump will not be returned for analysis.